Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and pertinent information is provided from the analysis.

Event description:
It was reported that this right ventricular lead dislodged. Also, the pacing therapy was not delivered when required and failure to capture was observed. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead dislodged. Also, the pacing therapy was not delivered when required and failure to capture was observed. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were observed that would result in an increased risk of dislodgement. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.